Event description:
The patient was undergoing a microneurosurgery procedure using the apollo system apollo wand. During the procedure, the apollo wand became clogged and was unable to aspirate clot. The physician covered the tip of the apollo wand to determine if aspiration was occurring and found that it was not aspirating despite the pump working as intended. A new apollo wand was used to complete the procedure and removed a significant volume of clot. Following the procedure, it was noticed that the new apollo wand developed a leak at the plastic y adaptor connecting to the hard black transducer.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2014-00536. Device was discarded by the hospital.